Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose on unknown date. Customer¿s blood glucose level was unknown at the time of hospitalization. Customer stated that her transmitter got lost and she already look for it but no where to be found. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.